Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site and the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, dizziness, heart palpitations and nausea. In addition upon removal of the pod from the infusion site (abdomen), it was discovered that the cannula was dislodged and bent. Once at the hospital the patient was treated with intravenous fluids as will as an insulin drip. In addition the patient was given manual injections of insulin via syringe. The patient was released from the hospital after 2 days. Ulin drips, IV and manual insulin injections with a syringe.